Event description:
During an angioplasty procedure of a lesion located in the iliac artery (side unk), this balloon ruptured at 8 atmospheres. The pt is a male. The vessel had severe calcification, moderate tortuosity and an 80% stenosis. The product was properly inspected and prepped prior to use. There is no procedural info available. After the balloon ruptured, it was safety removed from the pt. It is unk how the procedure was completed. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been receive to date (which is indicated as "other" under section). Additional info will be submitted within 30 days of receipt.